Event description:
The valve was explanted due to paravalvular leak and regurgitation and replaced with another 23 mm sjm valve. It was reported the physician did not allege the event was caused by the device.